Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Product was not returned for review. The root cause of the positioning issue was most likely use related to improper technique during the advancement of the repositioning unit resulting in the deep pump position. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella cp support and after the emergency implant during cardiopulmonary resuscitation, the pump was deep in the left ventricle. Upon attempting to pull the impella cp back, it bounced back into the aorta and the cannula bent inwards on itself near the outlet cage. Impella cp flows were severely reduced, and the impella cp was unable to be re-advanced. The patient coded during this time and eventually expired after 1.58 hours of impella cp support and after the doctor decided to withdraw care. The relationship between the impella and cause of death is unknown.